Event description:
The olympus process engineer reported (on behalf of the customer) that the high flow insufflation unit screen was blank, and there was no carbon dioxide out, potentially due to an internal power supply issue. The issue was found during a procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found this was caused by a fault within the main board and converter. The faulty parts were replaced, and the issue was resolved. Per the service manual, the unit passed all tests, including external and internal assessment, and no further defects were detected. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to failure of the main board and the converter. Olympus will continue to monitor field performance for this device.